Event description:
It was reported that the rn attempted her first IV site with blood return and flushed site with no issues but then we couldn't get blood return. After the patients scan was started her IV site stopped working 37 minutes into test. Site was finally inserted after use of ultrasound using a new box of catheters. No patient injury reported.

Manufacturer narrative:
Other, other text: three units were returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. Packaging lot 4068767 was produced on pcm3 on 15, 16oct20 ((B)(4)). Nonconformance data identified one in-process nonconformance, however, the nonconforming product was from totes not included in lot 4068767 and was scrapped 100 percent. Based on analysis of unused samples, the complaint cannot be confirmed as a manufacturing nonconformance.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06505. The report was submitted in error.